Event description:
A malfunction was reported with a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided instructions for a complete pump reset. After following the guided reset, the pump no longer displayed the error, and the customer successfully started their sensor session.